Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connectors were reseated and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no images displayed. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.